Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: dr. (B)(6) observed blue trocar seal material being left on the ethicon laparoscopic 5mm scissors, item code: 5dcs. The surgeon carefully removed the scissors and wiped the material from the blades and continued with the case.

Manufacturer narrative:
(B)(4).